Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer was hospitalized with diabetic ketoacidosis and high blood glucose. The blood glucose reading was 700 mg/dl. The hospital thought the customer had a mild heart attack and will have an angiogram. An auto off alarm had occurred on the insulin pump that night when the blood glucose began to rise. The caller stated she would call later when the customer was feeling better to troubleshoot. The insulin pump was not replaced or returned.